Event description:
Nurse's finger was accidently stuck with a safe-t-pro lancet because it did not retract after use. No medical treatment was sought. No adverse event reported. Device not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.